Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within the required range. The history/settings issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that a pump issue. The patient¿s blood glucose levels reportedly reached 385 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. Boluses reportedly did not lower the blood glucose levels. The reporter stated that the site was changed every two days and denied bent cannulas. This complaint is being reported because the reported issue was not resolved with troubleshooting.